Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 89mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to complete the functional test, including the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test or test for check settings alarm due to constant motor error alarm. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.